Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. A companion sample from one of the identified lots was returned from controlled stock for investigation, simulation use tested, and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformance during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient, reported finding a fluid leak. After completing setup and starting treatment the patient found fluid leaking from the cycler. He discontinued treatment. When the cassette was removed, he found a small hole in the membrane on the back of the cassette. He was advised to contact his pd nurse. The cassette was discarded. During follow up, the patient reported he had made his pd nurse aware of the leak. He was not placed on any antibiotic. His effluent remained clear.